Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge issue occurred. Customer's blood glucose level was 370-379 mg/dl. The customer changed cartridge and successfully resumed insulin delivery.